Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilatation with a 2.5 x 8 semi compliant (sc) balloon, a 2.75 x 20mm synergy drug eluting stent was deployed at 11 atmospheres and there were no issues with stent deployment. After post dilation with 2.75 x 8 non complain (nc) balloon at 15 atmospheres, a dissection occurred at the at distal edge of the stent. A 2.25 x 32 mm synergy stent was deployed it distally and overlapping to cover the dissection, and completed successfully the procedure. There were no further patient complications, the patient was stable post procedure and fully recovered.

Manufacturer narrative:
(B)(6).